Event description:
It was reported that the patient arrived at the hospital with symptoms and was found to have had cardiac tamponade and pericardial effusion. The relevant lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth if information is provided in the future, a supplemental report will be issued.